Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) worked its way out of the site. The icm was removed as the patient did not show signs of atrial fibrillation. No additional adverse patient effects were reported.